Event description:
It was reported that during an unknown procedure there was a defective device.

Manufacturer narrative:
(B)(4). Date sent: 10/31/2023. B3: event year only reported: 2023. D4 batch #: x9480m. Additional information was requested and the following was obtained: did the device pass the pre-test? After connecting the clamp and activating the test, an error message indicates to "replace the connection handle" had the device been working and then stopped? The system indicates that there are 51 uses left. Did the patient experience any adverse consequences due to this issue? No consequences for the patient. Investigation summary. The product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. Due to the condition of the device returned we were unable to investigate further the issue reported. The handpiece was disassembled to verify the condition of the internal components, and no anomalies were found. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.